Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels, for which the customer treated using the insulin pump. The customer's blood glucose was 415 mg/dl. The customer did not experienced symptoms of high blood glucose. He noted that his high blood glucose started about a day and a half prior. He did not find any air bubbles present. Upon removal of the infusion set, he stated that the cannula was slightly leaning and was advised that this may have contributed to the high blood glucose. He did not receive any alarms since the high blood glucose began. He declined to review his bolus history to check for accuracy and declined to perform the high pressure test. He was advised to change the infusion set.